Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak). Insufficient information; cause is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that intra-operatively a proximal type I endoleak was observed on angiography. The stent graft was modeled with a balloon, and the type I endoleak was resolved. Angiography also revealed a type ii endoleak, which was not treated. The final angiogram showed evidence of a possible type IV endoleak just distal to the docking marker of the aui device. It is unclear if the type IV endoleak was blushing or jetting. The cause of the endoleak was not reported. There were no secondary interventions, and the leak was no longer present on the follow-up CT. No additional clinical sequelae were reported, and the patient is fine.